Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the lot number was not provided therefore the DHR could not be reviewed. Stock product reviewed results: the lot number was not provided therefore the stock product could not be reviewed. Investigation methods/results: per the reported information, the product was discarded by the customer. However, the non-visual device investigation was completed. Root cause: a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the driver during the implant placement which may have caused a fracture. Additionally, it is unclear the methods of implant placement used during the procedure and the insertion torque value. IFU 012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the implant placement section: "step 2: initial placement - engage the implant connection with the appropriate driver. With the implant securely attached to the driver, squeeze the opposing end of the holder to disengage the implant from the holder. Transport the implant to the prepared site, and insert into the osteotomy. Rotate clockwise with applied pressure to engage the self-tapping grooves. Avoid lateral forces, which can affect the angulation and final alignment of the implant. Step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU 012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the methods of implant placement section: "option 1: handpiece implant placement - place the appropriate implant driver into the handpiece. Seat the driver into the internal hex connection of the implant, and press firmly to fully engage the connection. Thread the implant into the osteotomy at approximately 25 rpm until fully seated. Option 2: manual implant placement - assemble the adjustable torque wrench with the surgical adaptor and appropriate implant driver. With the implant threaded securely in its site, seat the driver into the internal hex connection of the implant, and press firmly to fully engage the connection. Turn the wrench clockwise in increments of approximately 90 degrees. Avoid lateral forces, which can affect final alignment of the implant." The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device has not been returned. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4). This is the second of two complaints for the same patient, related MDR number: 3011649314-2024-00809.

Event description:
A healthcare professional reported that while inserting the implant to the patient on (B)(6) 2024, the driver broke into the implant. The provider backed out the implant and removed it. A new driver was provided, and the implant was replaced. No other issues reported.